Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens have been cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a tecnis toric zct225 22.0 intraocular lens (iol) rotated and then was explanted. The reporter indicated the calculation was off and the surgeon decided to explant the device. In follow up it was learned that day one post-op and one week post-op everything was fine and the iol was stable. One week later the iol had rotated 90 degrees. The iol was explanted on (B)(6) 2015. Day one post-op, the patient was doing fine and the iol was stable.